Manufacturer narrative:
A company service rep examined the sys. The ultrasound/diathermy controller pcb and cables were replaced for diagnostic purposes. Cpc connectors and vacuum seal was replaced as a preventative measure. The sys was then tested and met all product specs. The ultrasound/diathermy controller pcb was returned to the MFR for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "7-10 minute delay" (no code available); "no patient injuries" (no consequences or impact to pt). Product problem(s): "system message code appeared" (device displays error message). A nurse reported receiving a system message with using diathermy during surgery. The sys was rebooted and the case was continued. The system message occurred a second time at the end of the case. The case was completed. There was a 7-10 minute delay while the sys was rebooted. There were no cancellations or pt injuries.